Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with episodes of non sustained right ventricular oversensing. The episodes were due to t-wave oversensing (twos) on the patient's implantable cardioverter defibrillator. Programming changes were discussed but unknown if made.

Event description:
New information notes that the issue had reoccurred again on 12 may 2021.